Manufacturer narrative:
The customer first contacted acorn on 6/22/2020 and reported that their seat was leaning forward a little and the stairlift was running slow but did not state the seat was cracked. Acorn sent the seat squab to the supplier for further investigation. The supplier concluded the seat squab broke because the seat design did not provide adequate strength to support customer's weight with continued use.

Event description:
On 7/6/2020, the customer called acorn and reports she was riding the stairlift upstairs when she heard a cracking sound, she did not stop riding the stairlift at this time. When she dismounted on the top landing, she noticed the seat squab was cracked. Acorn contacted the customer later on 7/6/2020 to confirm her service appointment time; during that phone call the customer said she rode the stairlift down stairs, after the seat squab cracked, and that the crack had widened to 4 inches.